Manufacturer narrative:
Failure event observed during analysis. Final analysis found external insulation abrasion breaching the outer insulation was noted at 67.8-68.7 cm from the connector pin consistent with lead friction to another implanted device or feature of the heart.

Event description:
This report is to advise of an event observed during analysis.